Event description:
It was reported that while in the cardiac cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath in the patient's femoral artery. After the iab was placed, it was noted that the iab was not inflating. As a result, the iab was removed and replaced. Additional information received stated that during cath lab procedure of the patient for evaluation of triple vessel disease, it was decided to refer this patient for open heart surgery. The patient was put on autocat2 wave intra-aortic balloon pump (iabp) therapy for a 24 hour "tune-up" to reduce the work load of the heart and to improve coronary perfusion. Following the insertion of the iab via the patient right femoral artery, it was observed under fluoroscopy that the iab did not unwrap during the first one to two minutes of observation. A replacement kit was opened to replace this iab. The iab was removed over the spring wire guide with the sheath as one unit. There was no reported patient death or injury. Medical/ surgical intervention was not required. There was less than a five minute delay in iabp therapy. The patient outcome is listed as patient was supported appropriately during overnight therapy prior to open heart surgery. Information relayed to the sales representative by the respiratory therapist (rt) stated that "yes, they did say that they had some type of gas alarm (couldn't remember which). No, they did not try to "hand-inflate" the iad with a syringe full or air."

Manufacturer narrative:
(B)(4).